Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was blood noted in the helium extension tubing & a catheter restriction. Alarm was generated. The iab was removed. There was no reported injury to the patient.

Manufacturer narrative:
Reference: medwatch (B)(4). Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter. The extender tubing was also returned. The inner lumen was found to be elongated near the distal end of the membrane. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and four leaks were detected on the membrane approximately 24.1cm, 19cm, 18.8cm, and 18.5cm from the rear seal measuring 0.114cm, 0.025cm, 0.013, and 0.013cm in length respectively. The reported leak and alarm were most likely triggered by the leaks found on the membrane. The penetrations found on the membrane appear to have been caused by a sharp object. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint #: (B)(4), record ID: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was blood noted in the helium extension tubing & a catheter restriction. Alarm was generated. The iab was removed. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was blood noted in the helium extension tubing & a catheter restriction. Alarm was generated. The iab was removed. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint #(B)(4). Record ID (B)(4).